Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2022-01059. It was reported the patient experienced ineffective stimulation due to one lead migrating. Surgical intervention took place wherein one lead was explanted and replaced to address the issue. It is unknown which lead is liable, as such both leads are being reported.

Event description:
Related manufacturer reference number: 1627487-2022-01059. It was reported the patient experienced ineffective stimulation due to one lead migrating. Surgical intervention took place wherein one lead was explanted and replaced to address the issue. It is unknown which lead is liable, as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.